Event description:
It was reported that during a procedure with this slimline fiber, the device broke at the fiber body. No fiber fragments fall inside the patient. After the event, the physician switched to plasma electrotomy to complete the procedure. No patient or user complications were reported.

Event description:
It was reported that during a procedure with this slimline fiber, the device broke at the fiber body. No fiber fragments fall inside the patient. After the event, the physician switched to plasma electrotomy to complete the procedure. No patient or user complications were reported.